Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: a2, a4, b6, b7, d4, d6, d8, d10, e1, g2, h2, h3, h4, and h6. The device was returned to olympus for inspection and the event was confirmed. Based on the results of the investigation, a definitive root cause of the faulty mother board and generator board could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed an error e433 and pedal disconnected. The issue occurred during a therapeutic résection prostate procedure. The device was replaced with a similar device (olympus back up device) and the intended procedure was completed . There was no patient harm, no injury reported due to the event.